Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report from a nurse in the USA of peritonitis with culture positive for klebsiella pneumoniae in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. It was reported that the peritonitis was caused by the "patient showering her head". Treatment rendered was not reported. Concomitant therapy was not reported. On (B)(6) 2012, baxter product surveillance contacted the peritoneal dialysis nurse (pdn) in order to clarify the information regarding the cause of the peritonitis. The pdn stated that she believed that the cause of the peritonitis was related to the homechoice patient touch contaminating while showering with a dirty shower head fixture (further details not provided). Per the pdn, the hp has since switched to hemodialysis and will not be returning to pd therapy. It was reported, the hp is recovering from the event. The pdn reported, the cause of the peritonitis was due to the touch contamination and not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique described as touch contamination by patient while showering with a dirty shower head fixture. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.